Manufacturer narrative:
Investigation summary: visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. A review of the device history record did not reveal any manufacturing or material defects that could have caused or contributed to the reported failure. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product to look at. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated. Our quality department will continue to monitor for trends. No further investigation is required.

Event description:
It has been reported that one ultrasafe plus x100l png clear amg has been found experiencing safety mechanism issues before use. The following has been provided by the initial reporter: the complainant reported that apparently the safety guard was activated before the administration took place. Impossible therefore to use the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one ultrasafe plus x100l png clear amg has been found experiencing safety mechanism issues before use. The following has been provided by the initial reporter: the complainant reported that apparently the safety guard was activated before the administration took place. Impossible therefore to use the product.